Manufacturer narrative:
Corrected information inadvertently omitted from initial report.

Event description:
Customer reportedly received the following results on aviva meter, within 10 minutes: 331 mg/dl and 90 mg/dl. No adverse event reported. In addition, the customer¿s mother reported testing on same date with a result of 112 mg/dl on this aviva system and within 10 minutes a result of 215 mg/dl on her nano smartview system. Please refer to the case with patient identifier (B)(6) for patient information for the mother and device information for the smartview strips. Requested return of the suspect device for evaluation and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. (B)(4).

Event description:
Customer reportedly received the following results on aviva meter, within 10 minutes: 331 mg/dl and 90 mg/dl. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.